Event description:
It was reported that during a laparoscopic cholecystectomy the plastic bag and rim of bag fell apart easily and broke while retrieving bag from patient without excess pressure. The rim disintegrated while examining in own hands. A new pouch was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did a piece or pieces fall into the patient? If yes, were they retrieved? If yes, are they being returned with the device? If not, were they disposed of? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2022. D4: batch # v9660p. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was returned fully deployed, the bag damaged and the suture torn. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together from the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. A manufacturing record evaluation was performed for the finished device batch number v9660p, and no non-conformances were identified.